Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set was leaking from a hole in set. This issue was further described as, ¿a millimeter hole was evidenced on the side of the device that goes to the pump system, where nutrition was leaking¿. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured in april 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed a leak; however, the location could not be determined. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.